Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the malfunction of the printed circuit board due to the abnormal behavior of the electrical circuit.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image was not displayed when the 180 series of the endoscope was connected to the subject device during preparation before for an unspecified procedure. The user facility replaced the subject device with another device and completed the intended procedure. The service department of olympus europa se & co. Kg (oekg) checked the subject device and found that the endoscopic image was not displayed when the 160/180 series of the endoscopes were connected to the subject device due to the damage of the electrical circuit board. There was no report of patient injury associated with this event.